Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During initial installation of the device, the svc rep observed that the backup batteries did not hold enough charge to operate the device as expected. There was no adverse consequence to a pt as a result of this event.